Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for a critical pump error (open book image) alarm found on 01/17/2021. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails, and faded serial number label. Device received with constant critical pump error (open book image) alarm after battery installation. Unsuccessful download of insulin pump's firmware using crest due to constant critical pump error (open book image) and therefore unable to download insulin pump's trace and history files using thus software. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 or electrical board 2 or force sensor]. Force sensor zero offset within specification (26.8 milivolts). Critical pump error (open book image) alarm confirmed due to moisture damage in force sensor. Unable to download history files and traces due to constant critical pump error (open book image).